Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round moderate plus profile 800cc saline breast implants, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 800cc saline breast implants which the right side deflated after implantation. The issue was diagnosed during doctor visitation. As a result, patient had the device explanted on (B)(6) 2018.